Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving bupivacaine, compounded baclofen and fentanyl at 5.0 mg/ml, 1000 mcg/ml, 795 mcg/ml concentrations and doses of 0.3497 mg/day, 69.9 mcg/day, 55.61 mcg/day respectively via an implantable pump. The indication for use was intractable spasticity. It was reported the patient had a painful pump pocket and wound dehiscence, on (B)(6) 2016, following a catheter revision. It was in dictated the event was unlikely related to the device or therapy and related to the implant procedure. Medical or non-surgical therapy was performed on the pump pocket on (B)(6) 2016. The issue resolved without sequelae on (B)(6) 2017. Additional information was received from a healthcare provider via a clinical study reported the patient's entire system was repositioned on 2017-oct-30.

Manufacturer narrative:
Patient's weight updated to reflect the information received on 2018-sep-27. Updated to reflect the information received on 2018-sep-27. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-sep-27. It was reported the cause of the wound dehiscence and painful pocket was not determined. The patient's baseline weight was also provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.